Event description:
In (B)(6) 2013 I had mentor smooth round moderate plus profile saline implants inserted under the muscle by dr (B)(6) in (B)(6). I started having strange symptoms about a year and a half into having my implants. Since then I have suffered from severe joint pain, weak bones, rashes, autoimmune issues, pain in right breast, neck pain, back pain, vision issues, red eyes, inflammation and in 2017 I was diagnosed with lupus due to my symptoms and a high sed rate. I have an appointment for (B)(6) 2018 to have my implants removed. I am a single mother and widow so the cost of this nightmare is something that I never expected when I put my faith in a company well known for breast implants and an industry that I thought was on my side. Please put me on a list of individuals that have had severe issues with this product.